Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc), (B)(4) (returned to omsc on 2017-02-24). The evaluation/investigation confirmed that the hf resection electrode is damaged. The loop wire at the distal end is broken off completely and missing. Furthermore, the electrode shaft and the fork tubes are severely bent. The cause of this damage and the breakage of the loop wire is mechanical overload by the application of excessive force. Therefore, this event/incident was attributed to use error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the hf resection electrode without showing any abnormalities related to function and safety. The case will be closed from olympus side with no further actions. However, the event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.

Event description:
Olympus was informed that during a therapeutic transcervical resection (tcr) procedure, the loop wire at the distal end of the hf resection electrode broke off and fell inside the patient's uterus. However, no fragment remained inside the patient since it was reportedly retrieved by unknown approach. The intended procedure was successfully completed with another similar device and there was no report about an adverse event or patient injury.